Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 440 mg/dl at the time of the incident. The customer stated that there was something inside the transmitter connector bridge that was preventing it from properly connecting to any sensor. It was reported that there may be damage to the connector pins and could not attached transmitter to any of the sensors. The customer could not hear an audible snap/click when they tried to connect. The device will not be returned for analysis.